Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. It was reported that the patient underwent a transplant on (B)(6) 2022. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. (B)(6) appeared to have been exposed to a fixative agent before being sent to abbott for evaluation. The device was returned assembled with the pump cable severed approximately 12¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Of note, the apical cuff used was a mini apical cuff. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. There was an incidental finding of a pump restart/reset event, suggesting that a pump stop had occurred. A specific root cause for this event could not be conclusively determined based on the recorded data. The device appeared to operate as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. C, are currently available. Although no device-related issues were reported, the IFU lists all adverse events that may be associated with the use of heartmate 3 lvas. The IFU and patient handbook contain various sections regarding events/actions which would lead to a pump stop, including esd event, driveline disconnection, and full depletion of the batteries and backup battery. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.